Manufacturer narrative:
(B)(4). Concomitant products: item# 110017105 g7 finned 4 hole shell 56f lot# 6229291; item# 650-1058 cer bioloxd option hd 40mm lot# 2904568; item# 51-107150 tprlc 133 mp type1 pps ho 15.0 lot# 6052045. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial hip procedure the surgeon attempted to seat liner into cup and the liner disengaged 3 times. A new liner was used. Attempts were made for additional information; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection there is damage to the scallops shown. There is an scratch mark in the outer diameter. The source of the mark is most likely from extraction. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.